Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos provided were reviewed by the investigation site. Photo 1 shows a tray with various items and pak label with same product and lot number as reported. Photo two 2 shows a tray with various items. The reported event cannot be confirmed on the photos attached to the parent complaint. The returned sample was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe had a poor cutting during the vitrectomy procedure. Aspiration condition was not reported. The product was replaced and the procedure was completed. There was no patient harm. Additional information received from the customer who indicated aspiration was functioning.